Event description:
It was reported that signal artifact monitor (sam) events were observed for this implantable cardioverter defibrillator (ICD), resulting in the minute ventilation (mv) feature being disabled. Technical services (ts) was consulted noting the sam episodes appeared to be external electromagnetic interference (emi) consistent with this patient's atrial fibrillation ablation procedure that occurred that day. Noise and oversensing of the mv feature were observed on all channels. Ts recommended turning the respiratory rate trend (rrt) feature back on at the next clinic check. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that signal artifact monitor (sam) events were observed for this implantable cardioverter defibrillator (ICD), resulting in the minute ventilation (mv) feature being disabled. Technical services (ts) was consulted noting the sam episodes appeared to be external electromagnetic interference (emi) consistent with this patients atrial fibrillation ablation procedure that occurred that day. Noise and oversensing of the mv feature was observed on all channels. Ts recommended turning the respiratory rate trend (rrt) feature back on at the next clinic check. This ICD remains in service. No adverse patient effects were reported